Manufacturer narrative:
(B)(4).

Event description:
It was reported non-sustained right ventricular oversensing episodes were remotely observed. The patient was asymptomatic. There was intermittent ventricular oversensing noted prior to the qrs complex. Oversensing events indicated the possibility lead noise. The patient returned to the clinic. The myopotential oversensing could not reproduced. The low frequency attenuation was turned off. The patient will be followed-up.